Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. We´ve investigated the mentioned unit. The contra angle was dirty inside, the file retainer defective.

Event description:
In this event it was reported that a x-smart plus contra angle won't hold files; no injury resulted.

Manufacturer narrative:
We've investigated the mentioned unit. The contra angle was dirty inside, the file retainer defective.